Event description:
During the endoscopic retrograde cholangiopancreatography, the device would not bow in the bile duct. The procedure was completed with a second hydratome rx sphincterotome device. There were no patient complications and the patient's condition was reported as "fine" following the procedure.